Event description:
It was reported that low impedance on the svc vector was observed. The chronic lead was replaced on (B)(6) 2012. Dft testing performed successfully with the new lead. At device interrogation on (B)(6) 2012, the svc to can vector measured zero ohms. However, dft testing showed normal impedance and patient was converted. We were informed the patient expired one week later. The cause of death was unknown, but it was suspected that the patient had a pulmonary embolism.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.